Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.

Event description:
Customer reportedly received results of 548 mg/dl and 97 mg/dl within 10 minutes on the aviva combo system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the customer no longer has the test strips.